Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated back procedure. As a result, post the procedure, the patient's ipg was unable to establish communication with external devices. The ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, therapy was restored post operatively.